Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was lost by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing an infection at the pod's insertion site (arm) after wearing the pod for approximately 5 to 24 hours. The infusion site reportedly became red, swollen, painful and infected with purulent discharge. The patient also experienced exhaustion and a fever of 38°c (100.4°f). Additionally, the patient noted a blood glucose level of 230mg/dl but did not receive treatment for it. The patient reported seeking medical attention at diabetesschwerpunktpraxis darmstadt. After consulting with a healthcare provider, the patient was diagnosed with erysipelas and was prescribed an oral antibiotic, cefuroxime puren 500mg, to be taken twice daily for seven days. The patient activated a new pod after the medical visit and reported being unable to return the previous pod because it had been misplaced.